Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported possible leaking and hard breasts. The events of embolism, gastro problems, fibromyalgia, osteoporosis and ana positive are not device related. This record is for the right side. Device remains implanted.